Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes it was determined that the device had failed heater. Biomed will replace the heater in house. Heater commend was 100% not overfilled wont heat past 22. Per sample evaluation results on 26feb2026, the neutral ac connection between the power inlet module and the ac main voltage card is blackened and melted. The circulation pump motor has major bearing noise. Decontamination reported the device would not cool. The left middle pem nut is missing from the outer shell. Tank seals were cracking.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, it was determined that the device had failed heater. Biomed will replace the heater in house. Heater commend was 100 percent not overfilled wont heat past 22. Per sample evaluation results on (B)(6) 2026, the neutral ac connection between the power inlet module and the ac main voltage card is blackened and melted. The circulation pump motor has major bearing noise. Decontamination reported the device would not cool. The left middle pem nut is missing from the outer shell. Tank seals were cracking.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Decontamination reported the device would not cool due to a failed mixing pump. Serviced mixing pump. Preventively replaced mixing pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.